Event description:
Customer complaint - limited data available. Customer complained that the device's cord near the controller faulted. The device short-circuited and sparked.

Event description:
Customer complaint - limited data available. Customer complained of device cord near the controller faulted and short-circuited and sparked.